Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2005: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: giant incisional hernia. Procedure: repair of incarcerated incisional hernia with mesh. Implant: prolene mesh. Anesthesia: general. Estimated blood loss: 150 cc. Complications: none. Indications: this is a 62-year-old white female who presents with a giant incisional hernia. She is scheduled for operative repair. Findings: ¿the patient had incarcerated incisional hernia repaired primarily by reduction and then repair with prolene mesh.¿ procedure: ¿incision was made in the midline over the hernia defect. It was carried down through the subcutaneous tissues using electrocautery. The sac was identified, noted to have incarcerated omentum. This was reduced into the abdominal cavity. The sac was then trimmed down to the fascial level. There was noted another defect around the level of umbilicus and incision was carried down and this defect was incorporated into the large incision. The excess sac was excised. Kocher's were placed to undermine the fascial edges clearing it on the peritoneal surface. A sheet of prolene mesh was then placed over the defect. It was sutured circumferentially to the fascia using a double stranded #1 pds suture. The area was irrigated and inspected for hemostasis. The excess scar tissue was trimmed from the skin. A 10 flat (B)(6) drain was placed in the wound bed. The wound was closed with 4-0 vicryl subdermal and then skin staples. Appropriate dressings were applied.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03171858. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/08/05 were not included. 11/08/05: [missing records: records for the operative report for laparoscopic repair of abdominal wall hernia with 20 x 30 sheet of ¿dual gore-tex mesh¿ were not provided.] 11/08/05: river park hospital. Implant record. Post op diagnosis: incisional hernia, abdominal adhesions. Product label: dualmesh plus antimicrobial. Lot: 03171858. Item: 1dlmcp07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/03171858) was implanted during the procedure. (B)(6) 2005: (B)(6) hospital. (B)(6). Discharge summary. Admission date: (B)(6) 2005. Procedure: (B)(6) 2005, laparoscopic repair of an abdominal wall hernia. Hospital course and treatment: admitted on above admission date for incisional herniorrhaphy. She had undergone previous open repair and was scheduled for laparoscopic repair. Upon laparoscopy, she was noted to have very extensive intra-abdominal adhesions. There was an extended surgical period in order to remove the incarcerated bowel adhesions. She had an iatrogenic injury to the small bowel which was repaired laparoscopically during the procedure. Multiple abdominal wall defects were repaired with a 20 x 30 sheet of dual gore-tex mesh. The patient was watched very carefully for the next several days for fear of leakage from the enteral injury. She was maintained on IV antibiotics and bowel rest. We started allowing liquids by post op day 2 and by post op day 4 she was ambulating without assistance and tolerating diet. She was allowed to be discharged at this time. F/u care: given lortab for pain. Instructed to f/u in my office in 10-14 day. Records between 11/12/05 and ??/??/12 were not provided. ??/??/12: [missing records: a CT scan showing ¿curled up mesh or prosthetic with small bowel involvement¿ was not provided.] (B)(6) 2012: (B)(6). Operative report. Procedure: repair of recurrent ventral hernia with extensive enterolysis, enterorrhaphy times four, and removal of previous hernia mesh with placement with new surgisis biological mesh with component separation technique and rectus muscle flap (30 x 30). Preop/postop diagnosis: recurrent ventral hernia. Anesthesia: general. Indications: the patient has had previous multiple hernia repairs of a midline ventral hernia. She has developed a recurrence. Imaging shows curled up mesh or prosthetic with small bowel involvement consistent with recurrent hernia. Findings: there was evidence of previous hernia repair. There were adhesions to the underlying mesh which was displaced and somewhat rolled. The adhesions were taken down. There were four areas of serosal injury that required repair with silk suture. The mesh was completely taken out and this was repaired with a component separation technique with medialization of the rectus muscles and then reinforcement with surgisis biologic mesh. No significant findings were encountered. Description of procedure: ¿with adequate general anesthesia, the abdomen was prepped and draped sterilely. A midline incision was made. Dissection was carried sharply through subcutaneous tissues. The hernia sac was identified as was the mesh. This was then dissected free of surrounding tissues and separated on the patient¿s left side. Adhesions to the bowel were dissected off the mesh and this was able to be dissected free from the right side and removed completely. An extensive enterolysis was performed in order to free the bowel from the ligament of treitz to the terminal ileum. As noted, four areas of serosal injury were repaired with a suture of 3-0 silk. It was inspected and no injuries were identified. Subcutaneous flaps were raised out to the lateral border of the rectus muscle. Anterior incisions were made which allowed formation of the rectus flaps which were then medialized to approximately healthy tissue in the midline. This was then able to be done with a running looped ps suture. There was a fairly severe defect from the edges of the incision lengthwise. Actually, two pieces of surgisis biologic mesh were utilized. Each was secured to the edges of the fascia on both sides with interrupted mattress of 0 novafil which produced satisfactory coverage. The area of mesh proximally was closed with a 0-vicryl suture. In view of the redundancy of skin and fat, the tissue was excised on the right and left side incisions which were v-type excisions which allowed approximation of the skin tissue in a horizontal fashion which produced an effective abdominoplasty. Two #19 blake drains were left and brought out from each side where they were secured to the skin with two nylon sutures. The wound was closed with subcutaneous 3-0 vicryl and staples for the skin along with mattress sutures of 3-0 nylon. Hemostasis was assured with electrocautery. The wound had been irrigated copiously with saline. An acticoat flex and overlay vac dressing were placed. The patient tolerated the procedure well and left the operating room in satisfactory condition.¿ estimated blood loss: 50 cc. (B)(6) 2012: diagnostic pathology services, p.c. Imelda s. Bulatao, md. Pathology report. Accession#: s12-22927. Clinical history: ventral hernia, previous hernia repair with mesh. Final pathologic diagnosis: a) submitted as ¿mesh¿, removal: see gross description. B) submitted as ¿panniculus¿, site unspecified, excision: non-inflammatory skin and subcutaneous tissue with cutaneous hemangiomas x 2 lentiginous junctional dysplastic nevus with moderate melanocytic atypia. Microscopic description: microscopic examination supports the diagnosis. Gross description: a) the specimen is received in formalin, labeled with the patient¿s name, designated as ¿mesh- ID only¿ and consists of a 21 x 16 x 0.5 cm irregular fragment of tan-pink surgical mesh. Gross examination only. B) the specimen is received in formalin, labeled with the patient¿s name, designated as ¿panniculus¿ and consists of three irregular fragments of fat surfaced by white, normal skin weighing 1290 grams and measuring 31 x 19 x 4 cm in aggregate. The largest piece is 20 x 16 x 4 cm and there is a 0.6 cm umbilicus. There are three pink skin macules ranging from 2 mm to 4 mm. There is a 2 mm dark brown macule. The cut surfaces consist of adipose tissue intermixed with scant, while, delicate fibrous tissue. Representative section are submitted in 5 cassettes. Slide key: b1: umbilicus. B2: pink skin macules. B3: brown skin macule. B4-5: fibrous tissue. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnoses: 1) recurrent ventral hernia. 2) hypertension. Procedure(s): repair of recurrent ventral hernia with extensive enterolysis, enterorrhaphy times four, removal of previous hernia mesh with placement of new surgisis biological mesh with component separation technique and rectus muscle flap (30 x 30). Hospital course: presented with a hernia. It was located in the periumbilical area and was described as chronic. Symptoms were gradual in onset. Complaint moderately limited her activities. Frequency of episodes was constant; episodes did occur after activity. Condition at discharge: stable. Disposition: discharged home to continue a soft diet with activity as discussed. F/u with me in office on (B)(6) 2012. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic latrogenic small bowel injury hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions to the underlying mesh treated with extensive enterolysis, mesh migration. Additional event specific information was not provided.